Event description:
The customer called to report that he could not read the middle part of the screen. The customer declined troubleshooting, and requested a replacement insulin pump. Later, it was reported via email, that the customer had been treated by the paramedics while he was at work, due to low blood glucose levels of 30 mg/dl. The customer ate a small lunch prior to the event, and had not removed the insulin pump even though he had reported that he could not read the screen. Troubleshooting was performed, and the insulin pump passed the displacement test. The reservoir volume was also correct. The customer didn't feel that the insulin pump was the cause of the event, and stated that he would continue to wear the insulin pump until receiving the replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.